Event description:
It was reported that when the patient presented in hospital for post operative check, high, out of range pacing lead impedance were observed. The pocket was reopened, leads reconnected, and set screws were retightened. All the measurements were normal. Patient was fine following the event.